Event description:
It was reported that during a post-op check, a diagnostics anomaly was observed on both channels of the pulse generator. The device was checked multiple times following and normal measurements were seen. No changes were made and the device remained implanted. The patient would be monitored. Follow-up on 4/1 found the pulse generator exhibited -stable numbers- and the patient was doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).